Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the needle broke at the swage¿; please verify. Did the needle break into two pieces? Or no information. Did the needle pull off from the suture thread? No information. How was case completed? No information. No further information will be provided. Lot number. No information.

Event description:
It was reported that a patient underwent an ob-gyn procedure on an unknown date and suture was used. While closing the surgical wound using the needle suture, the needle was broken at the swage part. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4).additional : actual device returned. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces. The fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload.

Manufacturer narrative:
(B)(4).